Event description:
I installed a new dexcom g7 sensor (B)(6) 2025 at approx. 10:30 am. A few hours later I got readings in the high 70's. I treated the low. I was traveling on my motorcycle so I had to be sure my sugar was ok. I had a 7.5-hour ride to get home. Throughout the day the readings would go up to the normal or slightly higher range (120-150) then drop back into the 60's - 70's. I would treat the lows with orange juice or food and make sure the numbers were increasing to the normal range. Throughout the day it kept showing in the 50's and 60's. I had to constantly stop and treat the lows. At a little after 3pm I got readings in the 50's again and we once again stopped and treated the low. The dexcom g7 kept showing the numbers going lower and lower. I drank more juice and finally had to use a gvoke glucose pen to get sugar up. It would go up and then back down. We finally called 911 and their readings with two different machines were 483 and 490. Not the 57 the g7 was showing. I'd insert the photo of the g7 reading but this site won't take it. This is a serious inaccuracy by the dexcom product. I had been treating low sugars all day when the device had been completely wrong. This could have caused me to go into a coma or worse. The dexcom g7's do not work anywhere close to accurately. They need to be removed from the market in my opinion and many other people's opinions. Thousands of complaints about inaccuracy reported to dexcom and all over the web. This is life threatening.